Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2018. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 5 years 5 months post primary procedure. Revision op report states that the tibial insert was found fractured and easily removed. The femoral component was easily removed and found to have no residual cement on the undersurface. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: result of investigation - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. A contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported by the legal brief, on (B)(6) 2018, patient underwent right knee replacement surgery where he was implanted with an optetrak device. In (B)(6) 2023, patient is scheduled to undergo right knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No other patient/medical information provided.

Manufacturer narrative:
Explant date - patient explant date is schedule on (B)(6) 2023. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6 . MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.